Event description:
It was reported that the system 6600 would not initialize. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The 4.5 volt battery was replaced and the system initialized without a problem. The system was tested and found to be working as intended, and placed back into service.